Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in shock impedances. The values have gradually risen to values greater than 125 ohms. At this time, the lead remains in service and the patient is being monitored. No adverse patient effects were reported.